Event description:
The customer contacted physio-control to report that their device displayed a white screen. This can be indicative of a device lock up condition, and defibrillation therapy may be unavailable, if needed.there was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified and duplicated the reported issue. Physio replaced the device's redux kit to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was the redux kit.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. This can be indicative of a device lock up condition, and defibrillation therapy may be unavailable, if needed. There was no patient use reported with the event.